Event description:
A malfunction alarm was reported with a code of 0-0x277d, occurring multiple times without prior customer contact. There was no reported impact on the customer's blood glucose level. The pump, which was still under warranty, was replaced by tandem technical support. The customer was informed of the pump replacement and instructed to return the malfunctioning pump using a pre-paid label and return box provided. The type of backup therapy used by the customer was not shared.